Manufacturer narrative:
Summarized patient outcomes/complications of mechanical mitral valve endurance in children under 2 years were reported in a research article in a subject population with multiple co-morbidities including atrioventricular canal, congenital double mitral orifice, congenital mitral regurgitation, congenital mitral stenosis, shone's complex, tetralogy of fallot and myxomatous mitral, ventricular septal defect, and prior cardiac intervention. Some of the complications reported were death, unexpected medical intervention (ECMO), renal failure, sepsis, arrhythmia, heart block, obstruction, bleeding, intracranial hemorrhage, thrombosis. These complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B2: death date was estimated. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled ¿mechanical mitral valve endurance in children under 2 years".

Event description:
The article, "mechanical mitral valve endurance in children under 2 years", was reviewed. The article presented a retrospective, single center study on experiences with mechanical mitral valve replacement (mvr) in children under 2 years of age and evaluate factors affecting the outcomes. Devices included in the study was st. Jude mechanical mitral valve and carbomedics mechanical valve. The article concluded that mechanical mvr in children younger than 2 years is associated with high complication rates, including thrombosis and bleeding. The supra-annular valve position appears to be a risk factor for thrombosis and reoperation. Anticoagulation with warfarin remains challenging. However, further studies evaluating alternative options are needed. [The primary author was (B)(6), pediatric cardiology division, department of pediatrics, (B)(6) hospital and research center, (B)(6), saudi arabia. The corresponding author was (B)(6), cardiothoracic surgery department, faculty of medicine, (B)(6) university, (B)(6) egypt, with corresponding email: (B)(6)]. The time frame of the study was from 2000 to 2023. A total of 23 patients were included in the study, of which 15 (78.94%) received an abbott device. The average age was 10.2 months and the majority gender was female. Comorbidities included atrioventricular canal, congenital double mitral orifice, congenital mitral regurgitation, congenital mitral stenosis, shone's complex, tetralogy of fallot and myxomatous mitral, ventricular septal defect, and prior cardiac intervention.